Event description:
It was reported that the pacemaker had recorded a signal artifact monitor (sam) episode and occasional high impedance on the competitor right ventricular (rv) lead. Measurements were taken by the healthcare professional, and the pacing impedance measurement were within range and the threshold measurement was stable. Trending displayed a few pace impedance spikes at 1950 ohms. Additionally, loss of capture was observed after the sam episode. The device was reprogrammed, and pacing impedance limit was increased to 2500 ohms. There were no adverse patient effects reported. The device and competitor rv lead remain in-service. Additional information was provided, it was reported that the competitor rv lead exhibited high out-of-range pacing impedance measurement, measuring greater than 2000 ohms. The healthcare professional suggested that the patient come into the clinic for a lead integrity testing, along with an x-ray to investigate for evidence of a lead fracture. There were no adverse patient effects reported. This device and competitor rv lead remain in-service. Additional information was reported, it was reported that the patient was seen in-clinic for rv integrity testing. Patient maneuvers during impedance checks and whilst pacing at an output just above the most recent threshold did not show any significant changes or loss of capture. The patient had reported feeling dizzy spells over the last few months. The patient will be sent in for an x-ray. The physician plans on deciding on potential lead revision. There were no adverse patient effects reported. This device and competitor rv lead remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the section b5 for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the pacemaker had recorded a signal artifact monitor (sam) episode and occasional high impedance on the competitor right ventricular (rv) lead. Measurements were taken by the healthcare professional, and the pacing impedance measurement were within range and the threshold measurement was stable. Trending displayed a few pace impedance spikes at 1950 ohms. Additionally, loss of capture was observed after the sam episode. The device was reprogrammed, and pacing impedance limit was increased to 2500 ohms. There were no adverse patient effects reported. The device and competitor rv lead remain in-service. Additional information was provided, it was reported that the competitor rv lead exhibited high out-of-range pacing impedance measurement, measuring greater than 2000 ohms. The healthcare professional suggested that the patient come into the clinic for a lead integrity testing, along with an x-ray to investigate for evidence of a lead fracture. There were no adverse patient effects reported. This device and competitor rv lead remain in-service. Additional information was reported, it was reported that the patient was seen in-clinic for rv integrity testing. Patient maneuvers during impedance checks and whilst pacing at an output just above the most recent threshold did not show any significant changes or loss of capture. The patient had reported feeling dizzy spells over the last few months. The patient will be sent in for an x-ray. The physician plans on deciding on potential lead revision. There were no adverse patient effects reported. This device and competitor rv lead remain in-service.